Event description:
It was reported that "pt had his initial primary hip revision performed approximately 2 years prior to the explantation performed on (B)(6) 2008. The explantation was due to chronic infection, ongoing since primary implant. Pt had the implants removed and antibiotic spacer placed on (B)(6) 2008. Pt was seen in clinic and volunteered to participate in the (B)(6) study. He underwent revision surgery on (B)(6) 2008. Pt had no complications during admission and was discharged on (B)(6) 2008".

Manufacturer narrative:
Report is completed months after revision surgery due to unavailability of pt's medical chart. The implants are not returned, since the explantation occurred months prior to initial meeting with the pt for recruitment onto the study, therefore, it is not available for evaluation. Should device become available, the evaluation summary will be submitted in a supplemental report.